Event description:
It was reported that during a stent procedure of a pt's carotid artery (contrary to IFU) a competitor's stent and a multi-link stent were implanted. Contrary to IFU another multi-link stent was implanted between companies stent and the site of the the first multi-link, however the physician was not satified with the expansion and post-dilated further with the second multi-link delivery system. Once outside the pt, it was found that the distal portion of the elastic membrane had separated and had been left inside the pt. The elastic membrane was removed during surgery. The pt is reported to be experiencing speech difficulities.